Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there was air in the infusion set tubing. Customer's blood glucose was 131 mg/dl at time of report. Reportedly, the pump supplies were changed to address the issue.